Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-03317, and 1627487-2022-03319. It was reported that the patient's ipg had reached end of life and the patient patient's l5 and l1 leads had migrated. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention during which the system was explanted and replaced. During the procedure, it was noted that the patient's s1 lead was frayed. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.